Event description:
During the procedure, a 32 10 degree trial liner/screw broke while being inserted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Expiration date updated. An event regarding fracture involving a trident liner trial was reported. The event was confirmed. A material analysis indicated the fracture occurred over repeated loading cycles. The fractured trial is not patient related. A device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that there is no evidence of manufacturing or material defects on the returned trial. The trial is approximately 9 years old and fractured from repeated loading cycles. The event is no device related.

Event description:
During the procedure, a 32 10 degree trial liner/screw broke while being inserted.